Manufacturer narrative:
This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect hiv ag/ab combo resutls for 2 patients. The customer provided the following data: sample (B)(6) : architect = initial = (B)(6), repeat = (B)(6) (reference range: < 1.00 s/co = nonreactive) serum plate method from (B)(6) controls and standards = (B)(6) roche platform = (B)(6). Sample (B)(6): architect = initial = (B)(6), repeat = (B)(6) (reference range: < 1.00 s/co = nonreactive) serum plate method from (B)(6) controls and standards = (B)(6) roche platform = (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false non-reactive result for two proficiency samples tested with the architect hiv ag/ab combo assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and file kit testing. Return testing was not completed as returns were not available. Trending review determined no trends were identified for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. The overall performance of the likely cause lot was investigated in a sensitivity setup and by utilizing two commercially available seroconversion panels. Sensitivity performance is acceptable and not negatively impacted. Labeling was reviewed and adequately addresses the issue under review. In this case, the serum plate manufacturer explained that this serum plate may not have been verified for abbott reagents, and the negativity/positivity of some samples may not be suited to abbott instruments. This was not a licensed reference material approved by the state; negativity/positivity was for reference only. Based on the investigation, architect hiv ag/ab combo reagent lot 24476be01 is performing as intended, no systemic issue or deficiency of the architect hiv ag/ab combo reagent was identified.correction made: catalog no: initial: 04j27-74 / updated: 04j27-78. Lot no: initial: 24476be00 / updated: 24476be01.